Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the load menu and accidentally pressed "new" cartridge instead of selecting to "fill" the existing cartridge, and received a minimum fill message. Reportedly, the customer was unsure of the amount of insulin remaining in the cartridge as the cartridge had previously been in use. The customer loaded a new cartridge successfully and completed the load sequence. Insulin delivery was resumed. The customer's blood glucose level was 193 mg/dl.